Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance greater than 2000 ohms and had non-detection issue. Also, this lead displayed loss of myocardial capture of less than two seconds as well as pacing inhibition. Surgical intervention was performed as this lead was determined to have fractured. Additional information states that the lead was fractured at the proximal end near clavicle and was confirmed through fluoroscopy. This lead was surgically abandoned and a new lead was successfully replaced thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.